Manufacturer narrative:
Based on the investigations, a wrong registration by the user is confirmed and identified as the cause for the post operative surprise of three diopters. No technical root cause was identified as the product was found to be within specifications. The root cause was due to use error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported an unexpected outcome following cataract surgery with intraocular lens implant using an image guided system. The surgeon feels this happened due to wrong registration and guidance with the system. Additional information received; the patient is doing well with the refractive error and an intraocular lens rotation is expected.